Event description:
"The doctor informed us that when the instrument was used by squeezing the handle firmly, the moving part of the lip came loose. Moreover, the doctor emphasized that this could result in danger for the pt in case the detached part falls within the pt. Although this moving part was placed in the tip, the same problem occurred when the instrument was used again in a new surgery."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.